Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was missing magnet and both rails were shot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet and both rails were found missing. A field service engineer (fse) reported that the rails were damaged and that the magnet had fallen off the latch sensor during inspection. The fse replaced the damaged rails to restore proper alignment and operation. The fse also replaced the latch to address the issue caused by the missing magnet and to ensure correct sensor functionality. The system functioned as intended after the field service engineer repaired the device.